Event description:
Reportedly, "when a lar was performed, after a normally operating, this ppceea was not taken out form patient cavity. Drs found that the anastomotic was incompletely cut. Then laparoscopic surgery was converted to an open-surgery to anastomose manually. This lead to an overtime of operation. Drs were not satisfied with this situation. They requested a reimbursement." Procedure: lar.